Event description:
The instrument reportedly is generating low od results for row a and row d. The positive controls od results are within specifications and the spectrophotometer has passed its photometer verification test. No death or serious injury was associated with this incident.